Event description:
It was reported that the patient with this pacemaker experienced blood clot that had formed in the heart and confirmed via ultrasound echographic examination. No symptoms observed by the patient. Medication like anticoagulants was given for treatment. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.